Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test or verify device deficiency anomaly due to buttons not responding. (B)(4).

Event description:
The customer's wife reported via phone call that the insulin pump acct possible over delivery highs and lows. Customer's blood glucose level was 182 mg/dl. Customer declined troubleshooting for high and low issue. The insulin pump will be returned for analysis.